Event description:
The device was returned for unrelated service. There was no reported pt involvement or harm. During the repair evaluation, it was discovered that the unit had suffered extensive physical damage and that the audible alarm was non functional due to becoming disconnected from the board. The alarm component was replaced to correct the problem.